Event description:
It was reported that intermittent loss of capture was observed. The physician programmed the rv lead to the lowest pacing outputs to simulate lv only pacing. The patient was pacemaker dependent.

Manufacturer narrative:
Na